Event description:
A caller reported a pump malfunction that occurred without any notable preceding events. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted in the reset process, and advised the caller to continue using the pump. The caller was also instructed to call back if the malfunction code reappears, which it did not after the reset.